Event description:
It was reported that during a routine follow-up, it was observed that the sensing and the lead impedance had decreased, but within normal range. On a subsequent follow-up, the sensing and measurements were in range.the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.